Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient hearing performance is reportedly affected. Reimplantation is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient's hearing performance is reportedly affected. Speech testing performed in (B)(4) 2018 required a much higher signal to noise ratio than previously. Reimplantation was carried out.